Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR number: 1225714-2013-03041.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-03040 and 1225714-2013-03041.

Event description:
Additional information received noted that the patient's experience was sudden in nature, and the patient expired on the same day, which is alleged to have been caused by the product administered during dialysis treatment.